Event description:
The customer obtained an elevated, non-reproducible vitros valp result on a single patient sample on a vitros 5, 1 fs analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated result was not reported. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event determined that the vitros 5,1 fs system was operating as intended. The investigation determined that the customer did not process the sample per the sample collection tube manufacturer's recommendations. The vitros valp instructions for use, "specimen collection and preparation" section states: "centrifuge specimens and remove the serum or plasma from the cellular material within 4 hours of collection." Expected results were obtained following re-centrifugation of the patient sample. The most likely root cause of this event is user error in pre-analytical sample processing.